Event description:
The sales rep called and reported "the isocool tips chipped at the tips during use. The loose chips/particles fell in the wound; however, the dr. Was able to retrieve all particles".

Manufacturer narrative:
The evaluation was conducted by the engineering department. It was noted that the condition of these tips is consistent with overheating. It appears that the coating was compromised when the tips were introduced to excessive voltage (over heated) and resulted in coating deficiencies/flaking. The condition of these tips highly suggests misuse and/or off label use resulting in the flaking of the insulation. The investigation did not suggest that manufacturing defects could have caused the coating to flake. The remaining blue coating appears to be well adhered to the based metal, an attempt to scrape the remaining coating proved unsuccessful. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.